Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed multiple occurrences of internal battery error messages and also revealed an error message (sf180) related to a battery charger fault and occurrences of total power failure without prior warning. The internal battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a software issue and an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.